Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/05/2016 which did not confirm the reported event of error icon display.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.